Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not completely detach from the catheter. It was noted that the sheath was removed prior to inserting the device into the scope. Reportedly, the procedure was attempted to be completed with a gold probe device which caused the bleeding to worsen, so the procedure was completed with an epinephrine injection. There were no patient complications reported as a result of this event.